Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported a speaker malfunction from the intellivue x3. It is unknown if still sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was returned for bench repair. Results of functional testing indicated that the mainboard was defective. The cause of the reported problem was a defective mainboard. The reported problem was confirmed. The device was operational after repairs were completed.